Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the customer's truespan meniscal repair peek 12 degree was inserted in the patient's joint and did not deploy the first implant. The case was completed with another like-device with no patient harm or delays. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. The label was also returned, providing confirmation of product code, and lot number. Visual observations revealed the implant got stuck at the distal end of white sleeve stop tube of the device. This complaint can be confirmed. The shaft is slightly bent/deformed near the distal end of the device. Both implants were intact and linked together with the suture, no anomalies were found on the implants. The pusher rod was evaluated, via functional testing the trigger was pulled. A click was heard, indicating the pusher rod by itself was functional. Due to the current condition to the device we cannot discern a possible root cause for the reported failure. A non-conformance search was performed for this part (228151), lot (l537018) combination and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).